Event description:
The customer reported that the system intermittently shut down and rebooted without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.